Event description:
The manufacturer received information regarding a philips CPAP device.  During visual inspection fire  is alleged. There was no allegation of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received information regarding a philips CPAP device. During visual inspection fire is alleged. There was no allegation of serious or permanent harm or injury. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box g: date received by mfg. (Rfb) has been updated. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.